Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to a broken pin connector. As a result, the downstream/upstream occlusion seal was repaired/recalibrated and the printed wiring assembly board, bolus port, and liquid crystal display were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a stuck pin inside the bolus port. During physical inspection, it was found that there was a lifted downstream occlusion seal. There was no patient involvement, no patient injury was reported.